Manufacturer narrative:
Device was used for treatment, not diagnosis. The suppliers certificates of compliance (dated 11/23/07, 1/7/08, and 1/21/08 for lots 5658328, 5679065, and 5700145 respectively) indicate the parts were manufactured to p/n e5115-5/4, revision a and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns014385, revision b (completed 12/6/07, 1/7/08, and 1/28/08 for the three lots respectively). There were no mrrs, ncrs, or complaint related issues with this complaint. Lot 5658328 was released 12/7/07, lot 5679065 was released 1/7/08, and lot 5700145 was released 1/28/08. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was received and the investigation is ongoing.

Event description:
An epoca instrument set was used in a surgery on (B)(6) 2013 with no problems reported. The instruments were sent for cleaning, with no indication of any instrument problem. On (B)(6) 2013, it was discovered that the tip of the instrument had broken off and was inside the recess of the press. The inner spring and ball bearing was missing and were not found. All other instruments in the set were intact. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.device is an instrument and is not implanted/explanted. Nemcomed (presently avalign technologies ¿ nemcomed division) manufactured the torque wrench for press, p/n e5115-5/4, and lot numbers 5658328, 5679065, and 5700145 (supplier lot (B)(4)). Lot 5658328 was released 7-dec-2007, lot 5679065 was released 7-jan-2008, and lot 5700145 was released 28-jan-2008.(B)(4)

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the (B)(4) manufactured torque limiting wrench for press (part number e5115-5/4 and lot numbers 5658328, 5679065, 5700145 with supplier lot 76047) conforms to the specifications. The complaint condition (broken wrench) was due to an unknown cause. The instrument exhibits marks and nicks near the 1/4 inch square drive section. This complaint condition is not related to the manufacturing process. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.